Event description:
It was reported that the ilet touchscreen displayed a magenta screen with an orange bar during charging, then progressed after a restart to severe screen distortion with unreadable areas, consistent with a display malfunction requiring device replacement; blood glucose use was not affected, and the user had not started therapy on the device. Symptoms included no adverse clinical effects. Outcomes included device replacement and continued cgm use with the phone or receiver until the replacement arrived. Investigation included review of reported device behavior and logistics for return evaluation. Investigation of this device revealed a malfunction of the touchscreen/display assembly consistent with a hardware screen visibility failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.